Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports the ars (syringe) was leaking during insertion.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with an arrow raulerson syringe (ars) and tissue dilator. The ars was the only components needed for this investigation. The introducer needle was not returned for evaluation. Visual examination of the ars with the naked eye did not reveal any obvious defects or anomalies. The edges of the plunger seal appeared slightly deformed in some areas and the third ring seal was not making complete contact with the syringe barrel. No signs of use were observed. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded. The plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released. The plunger successfully snapped back into a position = 1cc from the starting position. Hence, the ars passed the test. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Slight resistance was felt; however, the plunger body was able to move to the bottom of the syringes. Air could audibly be heard escaping the syringe. Therefore, the sample failed the push leak test. With a lab inventory introducer needle attached, the ars was able to successfully draw and aspirate water. The connection between the needle and the ars was secur e. No other issues were observed. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The customer reported issue of the ars syringe leaking was confirmed during functional testing of the returned sample. Functional testing was performed on the returned ars syringe and it was confirmed that the syringe was leaking from the plunger seal. Examination of the plunger seal revealed that the third ring seal was not making contact with the syringe barrel. The seal appeared slightly deformed. Based on the condition of the returned sample, the probable cause is manufacturing related. A non-conformance has been requested to further investigate the complaint issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the ars (syringe) was leaking during insertion.

Event description:
The customer reports the ars (syringe) was leaking during insertion.

Manufacturer narrative:
(B)(4). Update to investigation results: a CAPA was opened to further investigate this issue.